Manufacturer narrative:
Follow-up # 2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: performance testing with blood did not confirm the complaint; however, the retain test strips were found to be biased low at 100 mg/dl. In addition, a DHR (device history record) was also completed for the associated meter lot and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue occurred during the night of (B)(6) 2015. At this time the patient obtained blood glucose readings of "474 and 46mg/dl" with the subject meter within 20 minutes of one another. The patient stated that they manage their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. At an unknown time after the product issue started the patient developed the symptom of "sweaty" in response to this the patient went to the emergency room (ER) where they were treated by a healthcare professional (hcp). The hcp gave the patient glucose tablets/gel during the night of (B)(6) 2015 and also measured the patient's blood glucose on an ER blood glucose monitoring device. The hcp obtained a result of "136mg/dl" with the ER meter, but it is not known if this was before or after the patient was treated. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The calculated difference of these glucose results exceeds lfs's criteria for precision. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.